Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample using vitros tropi es reagent on a vitros 3600 immunodiagnostic system. Vitros tropi es result: 2.22 ng/ml vs. Expected of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported outside of the laboratory, and there were no allegation of patient harm made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent on a vitros 3600 immunodiagnostic system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing or an unexpected reagent issue could not be ruled out as contributing factors. The investigation was able to rule out an analyzer malfunction.